Event description:
It was reported that the insulin pump was not alarming during the no delivery of insulin. The current blood glucose reading is 432 mg/dl. Customer has treated with manual injections. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.